Event description:
It was reported that when the patient presented to the clinic no capture was observed. There were no patient symptoms related to the issue. The lead was explanted and replaced. The patient was stable with no complications post procedure.